Manufacturer narrative:
Reported event: an event regarding loosening of the femoral component involving a jts distal femur was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the CT scan provided shows massive radiolucent lines along the stem between the cement mantle and bone, and between the cement mantle and stem. The femoral bone had gross osteolytic lesions and resorption. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the pin referenced. Conclusions: an event regarding loosening of the femoral component involving a jts distal femur was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as immediate post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient specific implant prescription form was received for the patient's right distal femur. Noted on the form: "aseptic loosening of femoral component. Revision df epr retaining sliding tibia. Agluna coated ha collar. Rotating hinge. 2x ec plates. Short stem cemented fixation."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's right distal femur. Noted on the form: "aseptic loosening of femoral component. Revision df epr retaining sliding tibia. Agluna coated ha collar. Rotating hinge. 2x ec plates. Short stem cemented fixation."